Manufacturer narrative:
Per the tandem user guide - if you manually stop insulin delivery, you must manually resume insulin delivery. The automated insulin dosing feature does not automatically resume insulin if you decide to stop it manually. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 559 mg/dl and diabetic ketoacidosis. Reportedly, the customer intermittently manually suspended insulin deliveries prior to the event. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with an unspecified intravenous treatment and fluid consumption. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.